Event description:
It was reported that: "dr. Was placing the guide wire and it caught on something. When it was removed it was frayed. Had to pull the whole thing out and open new kit. There was no reported patient harm or injury."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the report that the guide wire unravelled was confirmed through examination of the returned sample and the customer supplied photo. The core wire was broken adjacent to the distal weld. The guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Additionally, the instructions-for-use (IFU) provided with the kit cautions the user "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the standard requirement of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event.

Event description:
It was reported that: "dr. Was placing the guide wire and it caught on something. When it was removed it was frayed. Had to pull the whole thing out and open new kit. There was no reported patient harm or injury."